Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Three watchman devices were attempted but were fully recaptured due to not meeting the release criteria. A 33mm watchman laa closure device was successfully implanted. Post implant, a pericardial effusion was noted. The patient was stable and no further intervention was performed. Oral anticoagulation was ceased as the patient was on aspirin 81mg and eliquis 5mg. The patient is currently on 75mg of plavix only. The patient has been discharged. It was further reported that post 4.5 weeks of plavix, the patient was switched to eliquis. After just two days of eliquis, the patient developed another pericardial effusion that required pericardiocentesis. The patient has recovered and was discharged the next day, and has been switched back to duel antiplatelet therapy (dapt).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Three watchman devices were attempted but were fully recaptured due to not meeting the release criteria. A 33mm watchman laa closure device was successfully implanted. Post implant, a pericardial effusion was noted. The patient was stable and no further intervention was performed. Oral anticoagulation was ceased as the patient was on aspirin 81mg and eliquis 5mg. The patient is currently on 75mg of plavix only. The patient has been discharged.